Manufacturer narrative:
D10: concomitants: 4726383 02-010-01-0335 - logic femoral ps cem right sz 3.5. 4643399 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. 4776169 200-02-35 - three peg patella 35mm. 4706007 204-34-02 - fluted stem extension 25l x 14 mm. 4774015 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2017. Approximately 3 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2020. Diagnosis: failed right knee. Findings revealed a large effusion with no clinical signs of infection. Components were well fixed and in good position. There was evidence of severe global ligamentous laxity. The patellar component was well fixed and in good position as well as the tibial component. The patient was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.